Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before laparoscopic, the endoscopic image disappeared. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) checked the subject device and found following. The reported phenomenon was duplicated. The video cable had a wrinkle. The bending section could not be fixed firmly due to the wear of fe lever. The adhesive of the a rubber was peeled off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4), there was the possibility that this phenomenon was attributed to the bucking or failure of the ccd cable inside the universal cord due to the external stress such as the excessive twisting or bending.